Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the stent failed to cross the lesion and the stent was damaged. Stent struts were found to be sticking out. No patient injury reported.

Manufacturer narrative:
Additional information: patient details - there was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with issues. It is reported that after the device was removed from the hoop it was noted to have a lifted strut. The device was not used in the patient. The procedure was completed using another resolute onyx device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal marker bands. Deformation was evident to the 1st and 2nd proximal stent wraps with struts raised. Proximal stent od = 0.071 inches; mid stent od =0.039 inches; distal stent od =0.041 inches. Specification =0.055 inches max. No deformation was evident to the distal tip. The inner lum en patency was verified with a 0.015 inch mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo 1: image shows the distal portion of a device. Deformation is evident to the proximal stent wraps. Deformation was evident to the 17th and 18th distal stent wraps with struts raised. If information is provided in the future, a supplemental report will be issued.